Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit). Indicating possible device malfunction. It was reported that the patient had experienced an increase in seizure activity for the past six weeks and had even experienced a few grand mal seizures, a seizure type that patient had not experienced for some time.the patient's seizures had not increased above pre-vns baseline frequency. The patient no longer feels stimulator. There had been no recent injury or trauma that may have damaged the vns therapy system.